Manufacturer narrative:
Updated field: b5 this supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Although the investigation determined the issue was caused by a faulty cable unit, it is unknown what caused the cable unit to fail. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained from the customer. The intended procedure was completed but it is unknown if the procedure was completed with the subject device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation determined the issue was caused by a faulty cable unit. In addition, the rear cover label was faded and there were scratches on the main body, coupler and focus ring. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, ¿the image cuts off error message¿ on the 4k autoclavable camera head prior to an unknown diagnostic procedure. There were no reports of patient harm associated with this event.